Event description:
A report was received that the patient feels increased cramping in the left foot and feels sharp pain, stabbing and burning sensation. The patient is experiencing an intermittent electrical sensation around the pocket site. The physician believes the patient's symptoms are device related. The patient was prescribed medication to treat the symptoms and will undergo a lead revision.

Event description:
A report was received that the patient feels increased cramping in the left foot and feels sharp pain, stabbing and burning sensation. The patient is experiencing an intermittent electrical sensation around the pocket site. The physician believes the patient's symptoms are device related. The patient was prescribed medication to treat the symptoms and will undergo a lead revision.

Event description:
A report was received that the patient feels increased cramping in the left foot and feels sharp pain, stabbing and burning sensation. The patient is experiencing an intermittent electrical sensation around the pocket site. The physician believes the patient's symptoms are device related. The patient was prescribed medication to treat the symptoms and will undergo a lead revision.

Event description:
A report was received that the patient feels increased cramping in the left foot and feels sharp pain, stabbing and burning sensation. The patient is experiencing an intermittent electrical sensation around the pocket site. The physician believes the patient's symptoms are device related. The patient was prescribed medication to treat the symptoms and will undergo a lead revision.

Manufacturer narrative:
Additional information was received that the patient¿s ipg shifted and causing increased pain. The patient will undergo ipg replacement.

Manufacturer narrative:
Additional information was received that the patient was experiencing pain at the pocket site. The patient¿s ipg had not migrated.

Manufacturer narrative:
It should be: additional information was received that the patient will undergo pocket revision due to pocket pain. Additional information was received that the patient will not undergo a revision procedure.

Event description:
A report was received that the patient feels increased cramping in the left foot and feels sharp pain, stabbing and burning sensation. The patient is experiencing an intermittent electrical sensation around the pocket site. The physician believes the patient's symptoms are device related. The patient was prescribed medication to treat the symptoms and will undergo a lead revision.

Manufacturer narrative:
Additional information was received that the patient¿s pain was improved by medications.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70, serial: (B)(4), description: linear st lead, 70cm.